Event description:
It was reported that low, high voltage lead impedance was noted on the right ventricular lead. The lead was explanted and replaced. The patient was asymptomatic to the low impedance. The patient was stable.

Manufacturer narrative:
A partial lead was returned in three pieces. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.